Event description:
Additional information received from a manufacturing representative reported the por was seen by the healthcare professional who had reported it to the manufacturer representative. No information was available in regards to eri dates or por codes. The cause was believed to be due to reaching normal battery depletion; the battery was replaced on (B)(6) 2015 due to normal battery depletion and the battery was disposed of. It was noted that the patient did not adjust the device even to turn it on or off, the patient always went to their healthcare professional for everything with the device.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was a power on reset (por) message. The therapy had stopped. No trauma/falls were related to the issue. The pors had occurred while the patient was sleeping. The por was cleared successfully. The therapy was adequate. The patient had a return of symptoms. The patient didn't realize the therapy was off for approximately 24 hours. The first por was about 1.5 weeks prior to report and the second por was on the day of report. There was an elective replacement indicator (eri) message. The current battery voltage was at 2.71v. The patient couldn't tolerate being turned on abruptly to 4.7v and the health care professional (hcp) would ramp up the voltage after turning it on. It was suspected the soft start was at 4 seconds. Further follow-up was being conducted to determine when the first eri code was, what the cause of the pors was, what troubleshooting was performed, and what actions/interventions were taken. If additional information is received, a follow-up report will be submitted.